Manufacturer narrative:
Other device listed in this report: cat # 643-00-36e, lot # vk5xtm, description: trident x3 elevated rim 36mm ID. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device returned to manufacturer.

Event description:
Right hip revision. Patient had an I&d of the hip. Surgeon decided to change the liner and head.

Manufacturer narrative:
An event regarding infection involving a ceramic head was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Right hip revision. Patient had an I&d of the hip. Surgeon decided to change the liner and head.